Event description:
It was reported that, during an in-clinic follow-up, an unspecified incorrect parameter was observed on the device during interrogation, resulting in an error message. The suspected cause of the incorrect parameter was incomplete programming at a previous follow-up or an episode of device memory corruption. Technical support was contacted and recommended reprogramming to resolve the event. Reprogramming was performed to resolve the event. The patient was stable.